Event description:
On august 6, 1997, a nellcor puritan bennett ("npb") service technician, while performing service activities, discovered that the speaker on a n7500 central monitoring station was inoperable. This had not been reported to npb by the user facility has informed npb that there was no adverse event or pt impact associated with this device.